Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the device was implanted via v-p shunt at 90mmh2o to the patient with secondary nph on (B)(6) 2008. It was noted that the ventricles of the patient's brain became large and the pressure setting was changed to 30mmh2o. Since there seemed to be no change with the patient¿s condition, the revision surgery was conducted on (B)(6) 2014. To set the pressure under 30mmh2o. The valve was replaced to a product manufactured by other company at 10mmh2o. (B)(4), product code was 82-3001: hakim precision valve system, not 82-3100. Please kindly update etq information. We appreciate your cooperation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve is a precision valve with 1 dot. The valve was irrigated; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted, and biological debris was flushed out of the valve and catheter during irrigation. The valve was dried. The valve was reflux tested and passed the test. The valve was leak tested and what looks like needle holes were noted in the silicone housing. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the valve casing, on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.